Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a monitor was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect has been received by manufacturer for evaluation. The received monitor had no led when power was applied. Monitor had fine scratches around all edges of screen. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure the monitor of the main cart was not turning on. Representative stated that the monitor was functioning normally but after leaving the monitor unattended for 30 minutes the monitor was off. Representative checked all the connections to make sure all were seated properly and attempted to use hdmi out from another monitor but was unable to resolve the issue as the monitor did not turn on. Representative checked the soft key on the bottom right to check if the monitor was powered on but the issue persisted. Representative reported that one of the connection on back of main monitor was in wrong position, moving it to the right position did not resolve the issue. However the camera cart monitor was functioning as designed and when ran a self-test the camera cart was getting passing marks. There was no patient present at the time of the issue.